Manufacturer narrative:
The reported issue was investigated at the hospital by our field service engineer (fse). The issue could be confirmed, the humidifier/IV pole holder was loose and leaning away from the machine. No parts have been sent in for investigation. A set screw holds the aluminum piece to the support arm, the set screws were stripped out. The issue was resolved by replacing the screws and securing the position of the holder. A design improvement was implemented during (B)(6)2018 and an additional set screw has been introduced. Our conclusion into this matter is that the humidifier holder most likely has been exposed to a weight that is greater than it is designed to sustain.

Event description:
Manufacturer reference#:1915mcc1612. Importer reference (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the support arm was coming loose and was causing the aluminum piece that connects to the support rail to pull away. There was no patient involvement. (B)(4).